Event description:
It was reported that during a ptca procedure in the distal right coronary artery, movement at the distal end of the guide wire did not correspond to movement at the proximal end. A second guide wire was advanced alongside the guide wire, and a snare was used to withdraw both wires together. Reportedly, the core of the wire had separated. No pt injury was reported.